Manufacturer narrative:
The device has been received; however, an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. Lot release records were revewed, and the product lot met all acceptance criteria. Locked down smartphone: phonie_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had contacted their health care provider (hcp) due to high blood glucose levels, on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include high blood glucose levels. The patient also reported a little bleeding at the infusion site. The patient's hcp recommended that the patient change their pod and do insulin corrections.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found.